Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, pre-existing chordae tendineae rupture on the posterior leaflet side, mitral annular calcification (mac), and a mean pressure gradient of 4mmhg. A mitraclip nt was inserted, and grasping was performed. The leaflets were grasped, but the clip was inverted and returned to the left atrium (la) for repositioning. However, the clip became caught in chordae. It was observed that the chordae tendineae of the anterior leaflet ruptured, the patient's blood pressure decreased, and the mean pressure gradient increased to 7mmhg. The clip was repositioned centrally, but the mr was unable to be reduced. After ungrasping the leaflets, the pressure gradient returned to baseline. The clip was removed from the patient and the procedure was discontinued with no clips implanted. On the following day, cardiac failure likely due to the chordae rupture occurred, hemolysis of an unknown etiology due to cardiac failure occurred, and the patient died. The cause of death was due to heart failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances (user technique of positioning). The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported mitral stenosis appears to be a cascading effect of the reported tissue injury. The cause of the reported death, heart failure, hemolysis, and hypotension were unable to be determined. The reported patient effects of death, hypotension, mitral stenosis, heart failure, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, pre-existing chordae tendineae rupture on the posterior leaflet side, mitral annular calcification (mac), and a mean pressure gradient of 4mmhg. A mitraclip nt was inserted, and grasping was performed. The leaflets were grasped, but the clip was inverted and returned to the left atrium (la) for repositioning. However, the clip became caught in chordae. It was observed that the chordae tendineae of the anterior leaflet ruptured, the patient's blood pressure decreased, and the mean pressure gradient increased to 7mmhg. The clip was repositioned centrally, but the mr was unable to be reduced. After ungrasping the leaflets, the pressure gradient returned to baseline. The clip was removed from the patient and the procedure was discontinued with no clips implanted. On the following day, cardiac failure likely due to the chordae rupture occurred, hemolysis of an unknown etiology due to cardiac failure occurred, and the patient died. The cause of death was due to heart failure. Subsequent to the previously filed report, additional information was received: prior to the mitraclip procedure, the patient was hemolyzed, had low blood pressure, and was placed on an intra-aortic balloon pump (iabp) and a ventilator.